Event description:
The customer observed false nonreactive alinity I anti-hbc results for one patient. The patient historical result was positive. The following data was provided(the cutoff is 1.00 s/co): initial result = 0.47 s/co repeat result = 5.77 s/co historical result = 6.04 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for one patient. The patient historical result was positive. The following data was provided (the cutoff is 1.00 s/co): initial result = 0.47 s/co repeat result = 5.77 s/co. Historical result = 6.04 s/co no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I anti-hbc ii reagent lot number 67557be01 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. No product systemic issue or deficiency was identified.